Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4) .

Event description:
Customer reportedly received the following results on customer's compact plus meter, compared to a friend's unknown roche meter, within 10 minutes: 21 mmol/l (compact plus) and 6.9 mmol/l on friend's unknown roche meter. The information regarding the friend's meter is unavailable and unknown. No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.